Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. As a result, the ipg failed to establish communication with external devices. The ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.